Event description:
It was reported that device was programmed to run piperacillin 3.375 g over 4 hours. The infusion began running at programmed rate of zosyn at 25ml/hr. Left room after infusion was running on pump. About 20 minutes later the pump was beeping in the patients room and the "air in line" alarm was ringing on the pump. It was noticed at this time that the whole antibiotic infused into the patient, while the pump stated it was still running the antibiotic at the prescribed rate of 25ml/hr. Charge nurse and md both notified of IV pump malfunction/failure. IV pump removed from room and placed in soiled holding with sign on it indicating it is broken. There was no adverse effects caused to the patient as a result of this event.

Manufacturer narrative:
Additional information provided: b5

Event description:
It was reported that device was programmed to run piperacillin 3.375 g over 4 hours. The infusion began running at programmed rate of zosyn at 25ml/hr. Left room after infusion was running on pump. About 20 minutes later the pump was beeping in the patients room and the "air in line" alarm was ringing on the pump. It was noticed at this time that the whole antibiotic infused into the patient, while the pump stated it was still running the antibiotic at the prescribed rate of 25ml/hr. Charge nurse and md both notified of IV pump malfunction/failure. IV pump removed from room and placed in soiled holding with sign on it indicating it is broken. There was no adverse effects caused to the patient as a result of this event.

Manufacturer narrative:
Correction: remove 2880 from h6 device code additional information provided: d11

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that device was programmed to run piperacillin 3.375 g over 4 hours. The infusion began running at programmed rate of zosyn at 25ml/hr. Left room after infusion was running on pump. About 20 minutes later the pump was beeping in the patients room and the "air in line" alarm was ringing on the pump. It was noticed at this time that the whole antibiotic infused into the patient, while the pump stated it was still running the antibiotic at the prescribed rate of 25ml/hr. Charge nurse and md both notified of IV pump malfunction/failure. IV pump removed from room and placed in soiled holding with sign on it indicating it is broken. Although requested, additional information was not provided.